Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation procedure with unspecified mentor gel breast prostheses that both ruptured after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 450cc gel breast prostheses on (B)(6) 2018. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 11/06/2018, the mentor product analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained clear gel. Red and yellow material was observed within the device and gel and red material was observed on the shell surface. During initial evaluation an area of missing material was observed on the anterior and extending to posterior aspect, measuring approximately 8.5 x 2.3 cm. Shell wear and siltex cracking were also observed on the posterior aspect. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv (high temperature vulcanization) shell of siltex breast implants. Microscopic examination of the edges of the missing material gave no indications as to cause. No other anomalies observed. Complaint was confirmed. Mentor product analysis lab concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. At this time is not possible to determine the origin of the red and yellow material observed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. (B)(4).